Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported the right ventricular lead is oversensing and the impedance has been decreasing over time. The lead changed to unipolar awhile back and now unipolar impedance is decreasing. Device is still in use. No patient complications have been reported as a result of this event.